Manufacturer narrative:
Physio-control received the removed system pcb assembly and after evaluation, it was determined that the single board computer (sbc), which is located on the system pcb assembly, failed and caused the reported issue.

Manufacturer narrative:
(B)(4). The contracted service agent has evaluated the device and verified the reported issue. The system pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device would not complete its boot up cycle and would lose power. There was no patient use associated with the reported issue.